Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been having some problems with their device because they were experiencing leakage and sometimes no control over their bladder. The patient reported their loss of therapeutic benefit was a sudden change for the last 6 months but noted no falls or trauma. The patient reported they were currently on program 2 and the amplitude was set at 3.2. The patient had already increased the amplitude and was feeling the stimulation sensation if they thought about it. The patient noted they were not sure if they had permission to change programs and it was reviewed that they should discuss it with their healthcare provider. The patient noted an appointment in april. No further complications were reported.